Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels ranged from 254 to 482 mg/dl. Troubleshooting was done. Advised customer to remove the reservoir, rewind, reinsert the reservoir and run a manual prime/fill tubing with current set. Customer reports insulin exited at the quick release. Replacement product is being sent.